Event description:
Bd 27g 3.5 inch whitacre spinal needle was used for a spinal anesthetic. L3/4. Minimal resistance/minimal force used during procedure. Introducer used. During withdrawal of needle with tension in longitudinal direction, a snap was felt and needle broke approx in half. 1-2 mm were protruding from pt's body and was quickly retrieved using a sterile kelly clamp. Pt did not suffer any injury. This was a near miss. Attempted to contact bd, message was taken. Dates of use: 2008 diagnosis or reason for use: initiation of spinal anesthetic.